Manufacturer narrative:
No patient information was provided in regards to weight, ethnicity, and race. The product has been identified as a potential affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
A complainant alleged that a patient's lip was burnt.